Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was 613-high mg/dl. Customer addressed bg level via manual dose injection.